Manufacturer narrative:
(B)(4).

Event description:
On 12nov2019, a patient (pt) reported a diagnosis of ¿ulcer¿ from sleeping in unknown acuvue brand contact lenses approximately 10 years ago, approximately 2009. The pt was not able to provide any additional medical information regarding the event. No further information is expected. It is unknown which eye was affected. The suspect contact lens is not available for return. The lot number is unknown. No product or lot information was available. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.